Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced e-200 generator to resolve the issue. The system was verified and ready to use. This unit was returned for failure analysis, and the reported issue was confirmed and replicated. The e-200 visually inspected, where no issues were found. The unit was installed onto a known good system, and it showed no system detected.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the e200 generator was not being detected. The technical support engineer (tse) confirmed that all of the cable connections were correct. The caller performed a hard power cycle of the e200 and vision side cart (vse), but the issue remained. The power setting was confirmed to be over 30. The customer planned to swap vscs to continue the case. There were no reports of patient injury.

Manufacturer narrative:
Subsequent testing confirmed proper functionality, with the unit passing both system drive and fixture tests. The probable root cause of this issue is attributed to faulty generator.

Event description:
Refer to h11 for follow-up information.